Event description:
It was reported that the needles were bent. A leveen? Superslim? Was selected for use in a radiofrequency ablation procedure. During the procedure, the console frequently shut down. When the needle was removed from the patient, it was discovered that the sub-needles were unevenly distributed. The procedure was completed with another of the same device. The patient was stable following the procedure.

Manufacturer narrative:
(B)(6).